Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was involved in a car accident and the air bag hit at the site of the device pocket. The pulse generator started coming out of the pocket. The device was explanted. No additional information was reported.